Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted oropharyngectomy procedure, a burn injury was observed on the patient's lip. The monopolar curved scissors (mcs) instrument had been used in the area where the injury occurred. The surgeon speculated that the patient's lips may have come into contact with the flared cannula during the procedure, as no other instruments contacted the lips. The burn was classified as first-degree, appearing red without bruising or charring. Burn ointment was applied, and no further intervention, such as tissue excision, was necessary. The exact cause of the incident remains unknown, including whether arcing occurred during the procedure. All instruments and the flared cannula were inspected and there was no damage or abnormalities observed. The patient did not experience any other post-operative complications and has since been discharged.